Manufacturer narrative:
Evaluation: results: inherent risk of procedure (gi bleed). (B)(4).

Event description:
The patient underwent the index procedure with the deployment of one endeavor sprint drug-eluting stent to right posterior descending artery, one endeavor sprint drug eluting stent to distal right coronary artery and one drug eluting stent to mid right coronary artery. Residual stenosis was 0 % with timi 3 flow. Approximately 1 year and 2 months from the index procedure, the patient was presented to the hospital with the complaint of bright red blood per rectum. The patient was reported to have had a colonoscopy performed which was reported to reveal cecal polyp. Internal hemorrhoids were suspected as the cause of bright red blood. The patient was reported to have received one unit of packed red cells while hospitalization. The event was considered recovered or resolved. On date, the patient was discharged. The event of bright red blood per rectum was considered an event that required initial or prolonged hospitalization. No further information was available at the time of this report and has been requested. In the investigator's opinion, the event of bright red blood per rectum was considered moderate in intensity, not related to the study drug, not related to the study device and not related to the study procedure. Ref 9612164-2011-01704, 9612164-2011-01705, 9612164-2011-01706.